Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during angioplasty, the rx voyager balloon ruptured at 12 atms in a heavily calcified diagonal artery. The voyager was completely removed and a second voyager was used to complete the procedure. There was no reported adverse pt effect. No additional event or pt info is available.